Event description:
Healthcare professional reported a right side capsular contracture baker grade iii. The device remains implanted.

Manufacturer narrative:
(B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contraction baker grade iii is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contraction baker grade iii.

Manufacturer narrative:
Device evaluation: . Visual analysis of the photographs identified: - capsular contracture: unable to observe as it is a medical event that is not related to the device. Additional observations: - red particles on the surface of the shell. It is not possible to determine the lot number or catalog through the photos provided. Additional, changed, and/or corrected data: b5, d6b, g1, h6.

Event description:
The device has been explanted.